Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. It was not specified when the patient became aware of the sensor failure, or how long the sensor had failed prior to the patient replacing it. On (B)(6) 2024, the patient was in warm-up (with a new sensor), the patient became symptomatic. The patient experienced tachycardia, diaphoresis, shakiness, and blurry vision. The patient's mother called 911. At some point, the patient was treated with a glucagon injection, however, it was not specified whether this was provided by the patient's mother or emergency medical service (ems). Once the patient was in the emergency room (ER), the patient's blood glucose (bg) meter reading was 124 mgdl. No continuous glucose monitor (cgm) comparison value was reported. The patient was further treated with lactated ringer's intravenous (IV) fluid and morphine. The patient was discharged home on the same day and was in stable condition at the time of report. Data investigation could not confirm a wearable failure. However, no readings/sensor error/brief sensor issue was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4) b5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on 08/13/2024. It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. It was not specified when the patient became aware of the sensor failure, or how long the sensor had failed prior to the patient replacing it. On (B)(6) 2024, the patient was in warm-up (with a new sensor), the patient became symptomatic. The patient experienced tachycardia, diaphoresis, shakiness, and blurry vision. The patient's mother called 911. At some point, the patient was treated with a glucagon injection, however, it was not specified whether this was provided by the patient's mother or emergency medical service (ems). Once the patient was in the emergency room (ER), the patient's blood glucose (bg) meter reading was 124 mgdl. No continuous glucose monitor (cgm) comparison value was reported. The patient was further treated with lactated ringer's intravenous (IV) fluid and morphine. The patient was discharged home on the same day and was in stable condition at the time of report. Data investigation could not confirm a wearable failure. However, no readings/sensor error/brief sensor issue was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.